Event description:
Customer states: after a few minutes use on a patient at hospital, a nurse confirmed the cuff pressure decreased. The information to date suggest that decannulation and recannulation of a replacement tube was required. No further information is available.

Manufacturer narrative:
The sample is expected to be returned for analysis.